Event description:
It was reported that during a ptca procedure, following pre-dilatation of the lesion with a balloon catheter, the stent delivery system was advanced and met resistance in the vessel. The stent delivery system was pulled into the guiding catheter (contrary to IFU) and the stent became separated from the delivery system. The pt was transported to another facility and the stent was retrieved with a snare device.